Manufacturer narrative:
(B)(4). The initial report for this event was submitted with an incorrect MFR report number. The initial report is being re-submitted with the correct MFR report number.

Event description:
It was reported through remote transmission that the device was found to be in backup-vvi mode. The asymptomatic patient presented in-clinic and a device download was performed successfully. The device remains implanted.